Event description:
Caller alleged false negative hcg results. Results as follows: false negative hcg results were obtained on patient's urine sample. Patient was found to be eight weeks and 3 days pregnant by positive ultrasound with heartbeat. Beta hcg result was unavailable. No patient info was provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested 3 high level hcg positive urine controls, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.